Manufacturer narrative:
The insulin pump passed functional tests including the displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm or blank display noted during testing. Pump passed self test and no screeching noise or audible tone/beep anomaly noted. Unit passed the dat test at 0.08750 inches. Unit was received without the original battery cap and unable to verify damage battery cap. The following damage was noted: corroded battery cap, cracked battery tube threads, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that her blood glucose was over 500 mg/dl recently. The patient treated via manual insulin injection. Her blood glucose at the time of call was 123 mg/dl. Troubleshooting was declined for the high blood glucose. The customer also mentioned that she changed her insulin pump battery twice this morning, but received failed battery test alarms both times. The insulin pump was returned for analysis.